Event description:
It was reported that while using the zimmer dermatome, tissue got stuck in the device. Additional clinical follow up with the hospital indicated that the harvested tissue was full thickness and became stuck under the dermatome and was rolled into a ball. The harvested graft was excised from the patient by scissors and the edges of the donor site required a surgical repair. The initial graft was not usable for the planned procedure and an additional donor site harvest was required. The customer stated an additional unit was immediately available for the completion of the procedure. The surgical time was stated to have been increased by thirty minutes.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 19 years old and was last returned to the manufacturer for repair on 08/18/1994. Investigation of device revealed a damaged head and control bar. The device was also out of calibration on the left side at every setting. The width plates were nicked and scratched on the leading edge. Any of these findings could have led to the customer's event. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.